Event description:
It was reported that during pretest, the foley catheter sterile water could not be drawn and only about 7 ml could be drawn.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest, the foley catheter sterile water could not be drawn and only about 7 ml could be drawn. Per investigator's notification received on 11dec2025, it was reported that asymmetrical balloon (80:20) was found during sample evaluation.

Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Photo samples were submitted, which show the catheter balloon partially inflated. Received 1 all-silicone foley catheter with sample port connector and syringe. Verified material number 2758j14, batch number myjx0699 and manufacturing lot number ngjq4074. Visual inspection noted the balloon was partially inflated upon return. Deflated balloon passively using returned syringe with no cuffing or leaks noted. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Upon inflation the catheter balloon symmetry appeared to be 80:20, this does not meet specifications per (B)(4) revision 0 which states, "balloon testing for symmetry must not exceed a ratio of 70:30 when measured from the side of the shaft." (Pr # (B)(4). Attempted to deflate balloon passively and only two (2) ml could be withdrawn with the returned syringe. Per (B)(4) revision 0, the catheter must inflate and deflate with a syringe. Using the in-house luer lock syringe, deflated balloon passively in under two (2) minutes with no cuffing or leaks noted, returning 10ml of solution. The complaint is confirmed against the syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Refer to CAPA 12474540 for further details. Corrections: d, f, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.